Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted during bolus or basal delivery. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error during prime. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Customer was unable to rewind the insulin pump. Advised customer to return the pump with the battery and basal rate zeroed out. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.